Manufacturer narrative:
G4: 12may2020. B4: 13may2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the battery to address the reported issue. The issue was resolved, the device was tested, and the device was then returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported battery failure. It is unknown if the device was in clinical use at the time the issue was discovered, and there was no patient harm reported.